Manufacturer narrative:
Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - mountain home 1900 n highway 201 mountain home, ar 72653 united states. Baxter healthcare - dominican republic carretera sanchez km 18.5, parque industrial itabo, piisa haina san cristobal dominican republic. An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. However, a cut in the patient line of a homechoice cassette was reported, which is known to cause this alarm. The cause of the cut line could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during peritoneal dialysis (pd) therapy. During the troubleshooting, the patient line was cut when the patient pulled on the line over the organizer. Proper procedures per the user manual were reviewed with the hp. There was no report of patient injury or medical intervention associated with this event.